Event description:
The customer reported that intermittent erroneous sodium (na) and chloride (cl) results were generated from an au5400 clinical chemistry analyzer for an unknown number of patients over an undisclosed number of days. The customer did not provide any patient data, sample collection/handling information or instrument/analyte performance data associated with this event, hence the extent and duration of the event is unknown. Involved analyte quality control failures were also occurring. The customer indicated they believed that both quality control and patient results were recovering elevated chloride and low sodium results from ion-selective electrode cell number two. The involved na and cl results were not reported outside the laboratory. There were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced and primed the reference solution valve for cell number two. After the repair, the system was calibrated and a quality control assessment was performed that generated acceptable results. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The failure mode for this event was a failed reference solution valve